Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer stated that he had the alarm the past 3 times and replaced the reservoir with a no fill error. Customer stated that he just changed out the set. Customer would like to return the reservoir for analysis. Customer stated that there was an alarm twice on the first reservoir. Customer stated that he had to throw away the first 2 reservoirs. Customer will be sent a replacement.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusions were noted.